Event description:
It was reported that, "when the package was opened by the circulating nurse and the outer sterile barrier was opened, the inner sterile barrier opened also and the implant fell on the floor."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.